Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the ¿other day¿ prior to the report, the patient went into the bathroom and bent down to get an icepack, and stimulation started to feel really high. The patient got her programmer and checked the device and stimulation was on ¿4 something.¿ the last time the patient used the programmer the settings were about 1.35. Additional information was requested, if received a follow up report will be sent.

Event description:
Follow up information reported that no interventions were needed for the patient¿s issue and the ¿remote¿ solved their problem. The patient was reported as receiving effective therapy. Further follow up information received on the same date reported the patient had cervical stimulation and it was thought by their physician that they were not comfortable with the technology. The manufacturer¿s representative talked the patient through the use of the patient programmer unit via the phone a couple of times. The patient received a new programmer and no longer complained of the stimulation changing or increasing on its own. No further testing has been performed with the patient or their device as they lived over 90 minutes away from the clinic and did not drive. It was reported that the patient¿s physician will ask the patient to come to the clinic office if the problem occurred again. As of the time of report, the patient was receiving effective stimulation and that the stimulation increasing on its own had resolved with the use of the new programmer unit. If additional information is received, a follow up report will be sent.